Event description:
Literature case - switzerland. In the literature review "first experience from 200 cases with a new breast tissue expander for multi-stage pre-pectoral breast reconstruction after mastectomy", 4 motiva flora tissue expanders were involved in rotations. The event required the replacement of the expander. Further information is not available.

Manufacturer narrative:
Each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿the motiva flora® tissue expander has two fixation tabs (truefixation®) to avoid displacement and/or rotation of the device, since it is important to maintain the position of the expander for a successful outcome. Additionally, it has three radiopaque orientation lines, which assist the surgeon in the placement and/or alignment of the device and, if necessary, identify a possible rotation through an x-ray test. Anterior/posterior rotation, also called flipping, has been observed more frequently with cohesive gel implants. The flat base of the implant is positioned anteriorly, deforming the breast of the patient. Proper placement and pocket dissection reduce the risk of occurrence. Flipping can be treated with bimanual manipulation in the office and can be done repeatedly in recurrent cases. However, in some cases, revision surgery may be necessary to reduce pocket dimensions. Literature has reported that the interaction between breast envelopes, the implant's physical characteristics, and pocket dissection could cause malposition. Other theories include the involution of breast tissue. Regarding implant characteristics, flipping has been associated with the presence or absence of texturing, implant shape/profile, and the gel-filling ratio (i.e., to what degree the implant has been filled). Other factors such as infection, hematoma/seroma, capsular contracture, dissection, surgeon¿s experience, physical activity, and external manipulation of the implant could potentially contribute to the development of this complication". Review of manufacturing records could not be performed as no lot/batch (or serial) numbers were provided. Additional information and clinical evidence were requested.

Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. 2. General conclusion: ¿ device involvement: a causal relationship between the reported event and the device has not been established. ¿ event characterization: the event was classified as rotation. 3. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed due to insufficient clinical evidence. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 4. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable. 5. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.